Manufacturer narrative:
Concomitant medical products: evolutpro-29-us transcatheter valve, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high impedance and no capture. It was also reported x-ray showed the lead had dislodged and pulled back into the superior vena cava (svc). During the revision of the lead there was tissue growth was noted and the physician opted to removed and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue growth. The analyst noted that tissue was observed on helix, but it is not the lead performance failure. If information is provided in the future, a supplemental report will be issued.